Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and did not experience any malfunction. Upon re-visit, the cse discovered that there were air bubbles in the wash displacement (wd) and dispense 3 (d3) diluters. After troubleshooting, the cse re-terminated the tubing on the wash manifold from the wd and d3 diluters and primed them, which eliminated the air bubbles. The cause of imprecise enhanced estradiol results and a discordant, falsely elevated progesterone result on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00212 was filed on april 24, 2015. Additional information (05/04/2015): a siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse performed a complete decontamination of the system and the customer's direct water supply. The cse changed the cuvette lot, checked the pre-analytics factors, replaced the acid and base pumps and their associated printer circuit boards (pcb). The cause of imprecise enhanced estradiol results on multiple patient samples, and a discordant, falsely elevated progesterone result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise enhanced estradiol (ee2) results were obtained on multiple patient samples on an advia centaur xp instrument upon initial and repeat runs. Additionally, a discordant, falsely elevated progesterone result was obtained on one patient sample. Sample (B)(6) was repeated on the same instrument, resulting lower than the initial result. Only initial results for patient samples (B)(6) were reported to the physician(s). It is unknown which corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the imprecise enhanced estradiol and discordant, falsely elevated progesterone results.